Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer suddenly turned off and displayed a black screen. The programmer then emitted a smell described as an electrical smoke. The programmer would be returned for repair. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. Additional information indicated that the programmer does not turn on and that the printed circuit board (pcb) was damaged due to electrical overstress which was already exchanged. In addition, the touchscreen was partially unresponsive, out of range and impossible to be calibrated. The touchscreen was exchanged.